Manufacturer narrative:
(B)(4) date sent: 09/09/2025 d4: batch #unk. Additional information was requested, and the following was obtained: . Did the device lock-out (no staples deployed and no cut line started) staples deployed. Along with cut line while firing 1st stroke only then the device got lock-out. 2. Or, did the device start to deploy staples and cut but could not be completed yes. 3. Or did the device fully fire and stop during the automatic knife return no, staples. Deployed along with cut line while firing 1st stroke only then it got lock out. 4. Was there any difficulty opening the device jaws no. 5. If yes, what steps were taken to open the jaws na. 6. If the jaws could not be opened, how was the device removed na. 7. Could you please clarify if there were any patient consequences no. 8. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event no. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device gst60b with lot number 261d11; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection procedure, it was observed that the gst60b got stuck in-between while firing. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 10/16/2025. D4: batch #279d59. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gst60b reload was received partially fired 1/3 and with an opened package. The returned reload was reset and loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 279d59, and no non-conformances related to the reported complaint condition were identified.